Event description:
Wedge resection. Plcr60g was loaded into plc60 dlu and was fired. Pc read "firing complete" but produced under-formed staples. No pt injury.

Manufacturer narrative:
Please see scanned table.